Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a catheter dye study was performed - results not reported. The patient's catheter was replaced due to a break. The reporter indicated that at surgery the catheter was "obviously broken", the broken end was hard and appeared "burned", however, this could not be reproduced with electrocautery". No pt symptoms were reported. The medication contained in the pt's pump is unknown.